Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that their programmer was not working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that his stimulator was not working properly, somebody must have hacked it. Patient talked to the manufacturer representative (rep) who told the patient the stimulator was not charged. The rep told him it was not charged if there were no black dots. Patient said the rep was wrong on 2 counts either he didn't know what he was talking about or he was overworked. Patient had not used it in 3 years but it was charged before talking to the rep. Patient repeated the rep told him it was not charged but the patient knew it was charged by looking at booklet for the manufacturer recharging system. Patient said it matched the picture for a full insr battery. Patient service specialist (pss) tried to explain full insr battery vs full ins battery icon information to patient. He knew his stimulator was working because about 2 weeks ago, he charged it and knew it was charged because he followed all of the directions, the problem came when he tried to use the patient programmer (pp) but the level went up high and could not turn it down. His legs and lower body were so numb he could hardly walk. Patient had recent medical test or electromagnetic interference environmental exposure: cat scan and bone scan. Pss worked with patient to use his equipment, patient got a poor communication on the pp and reposition antenna on the insr. Patient persisted the issue occurred when he used his pp and now could not turn stimulation down. Patient thought replacing the pp would resolve the issue no further complications were reported.